Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not working. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working, as no light came on at all. A field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.